Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. The pulse generator exhibited backup vvi. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.